Event description:
In the process of contacting the pt to inform them that their generator may be nearing end of service, it was discovered that the pt had expired. Physician indicated that it is believed that the cause of death was aspiration pneumonia or congestive heart failure. It was reported that the pt was receiving vns therapy at the time of death. The physician indicated that the cause of death was not related to the ncp system. No autopsy was performed and the pt's ncp system was not explanted. There was no allegation of device deficiency. There is no indicatiion that the vns therapy caused or contributed to the event.